Event description:
Pt was admitted for surgery on (B)(6) 2015 for cystocele and bladder incontinence. Surgeon was performing procedure and while implanting the bladder sling device, the tip of the trocar broke. Surgeon aware tip broke and remained in body. Post operatively, x-ray was conducted and resulted that the foreign body was retained.